Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during a fentanyl infusion in the emergency department, a small hole and leak was observed near the upper fitment at the top of the pump segment. No patient harm was reported.